Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer's blood glucose level.